Manufacturer narrative:
This report is associated with argus (B)(4), corega triple action unknown formulation. Corega is marketed as poligrip in the us.

Event description:
Death. Case description: this case was reported by a consumer via market research programs and described the occurrence of death in a female patient who received corega (corega triple action unknown formulation) unknown for drug use for unknown indication. On an unknown date, the patient started corega triple action unknown formulation. On an unknown date, an unknown time after starting corega triple action unknown formulation, the patient experienced death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death to be related to corega triple action unknown formulation. Additional information: consumer informed she had a friend who also used to use corega but she already passed away. She did not inform the reason why she dead. The action taken with corega was unknown.